Event description:
A falsely elevated troponin I result of 1.15 ng/ml was obtainted. The result was not reported to the physician. The sample was retested again and a result of 0.19 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report o adverse health consequences as a result of falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to misaligned probes, and bad cuvette formation.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause was misaligned probes, and poorly formed cuvettes due to improperly (customer) installed diaphragm. Probe alignment and proper diaphragm installation was performed by a dade behring field service representative. The instrument is operating within specifications.